Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/8/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 8am. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. It is not clear, however, what action the patient took in response to the alleged power issue. According to the csr¿s documentation a few hours after the reported power issue occurred, the patient reportedly developed symptoms of shaking, nausea, and sweating; the patient reportedly consumed food/drink as treatment an unclear time later. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.